Manufacturer narrative:
Product complaint # (B)(4). E3: the initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Dmf# - 13704. Trade name ¿ gentamicin sulphate. Active ingredient(s) ¿ gentamicin sulphate. Dosage form - powder. Strength ¿ 1.0g active in our cements. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient reported that: on (B)(6) 2021, the patient had a right knee total arthroplasty and was implanted with competitor products and depuy cement. On (B)(6) 2022, the patient was revised due to pain, and debonding at the competitor tibial tray and depuy cement interface. Depuy components were implanted at this time. Doi (B)(6) 2021. Dor: (B)(6) 2022 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product or sample associated with this report was returned for examination. According to the information received, "the patient reported that: on (B)(6) 2021, the patient had a right knee total arthroplasty and was implanted with competitor products and depuy cement. On (B)(6) 2022, the patient was revised due to pain, and debonding at the competitor tibial tray and depuy cement interface. Depuy components were implanted at this time. Cement: depuy 545050501 lot: 9722464 (doi (B)(6) 2021 dor: (B)(6) 2022 (right knee). Manufacturing date: 2020-09-02. Expiry date: 2022-08-31. Quantity: (B)(4). There were 1 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. Investigation results: all qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing date: 2020-09-02. Expiry date: 2022-08-31. Quantity: (B)(4). There were 1 non-conformances on this lot. On review of the applicable ncs none have been identified which would contribute to the complaint event. All qc and microbiology testing met specification. A review of the DHR has confirmed that there were no process issues documented that could contribute to the event described. H11 additional narrative: added: d10.